Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. Not returned to manufacturer.

Event description:
It was reported that during preventative maintenance (pm) performed by the customer, the cs300 intra-aortic balloon pump (iabp) system was leaking. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
It was reported that during preventative maintenance (pm) performed by the customer, the cs300 intra-aortic balloon pump (iabp) system was leaking. There was no patient involvement, and no adverse event reported. No service order available as the customer indicated they would purchase the repair parts and complete the service themselves and did not call in for a service request and there is no relevant repair information available.

Event description:
N/a.